Event description:
It was reported; while doing a revision surgery, the surgeon and fellow noticed that a blocker that had been final tightened and torqued in a previous surgery a month before (B)(6) was not capturing the rod. The screw head was moving freely.

Manufacturer narrative:
Method: risk assessment; results: device not returned, lot number not provided. Conclusion: the cause of the reported issue is multi-factorial. The cause of the reported product issue cannot be determined due to the lack of original surgery notes, patient information and explanted available.

Event description:
It was reported; while doing a revision surgery, the surgeon and fellow noticed that a blocker that had been final tightened and torqued in a previous surgery a mont before ((B)(6)) was not capturing the rod. The screw head was moving freely